Event description:
It was reported that upon backloading the stent on the guide wire, the tip of the stent delivery system (sds) came off on the guide wire. Reportedly, there was no patient involvement with the sds.